Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer stated that the event occurred in (B)(6) 2020. Since the exact event date was not provided, the event date was captured as (B)(6) 2020. The model # was not provided.

Event description:
The customer from (B)(6) reported that in (B)(6) 2020, he ate dinner at 7:00 p.m. The customer was experiencing symptoms of hypoglycemia. At around 10:00 or 11:00 p.m., the customer performed testing with non-ascensia meter and contour next link 2.4 meter, obtaining readings of 40 mg/dl and 80 mg/dl respectively. The customer ate gummy bears to increase his blood glucose levels. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information provided by the customer is not associated with the event, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the contour next test strips. However, the returned strips were not involved in the event occurrence. As there were only two strips left in the bottle of the returned strips, in-house contour next strips from the same lot were also used for testing. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory performance.